Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. DHR not available as device is older than 13 years. The documents for instruments have to be stored for 10 years. Placeholder.

Event description:
Facility returned the sagittal saw attachment for routine service. During pre-test it was noted the device runs rough, the blade flops and gets hot. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed as this is a lot controlled item. Synthes lot# is 4091549.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the reporter did not allege or identify any deficiency; it was observed during pre repair assessment test that the unit is running hot, rough and has blade flopping . Evidence suggests this is due to usage wear over time.